Manufacturer narrative:
The technician found the siderail was missing the spring latch. The technician replaced the spring latch to resolve the issue.

Event description:
Technician alleged the siderail will not stay in the up position. No injury reported.